Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose. Reportedly, the customer received assistance from the paramedics and the issue was resolved with glucose tablets. No additional information was provided regarding the event.